Event description:
The pt is a 35 year-old white female who had bilateral breast augmentation approx nine years ago using the co implants. Immediately after surgery, the pt developed shooting pains in both breasts which occurred all the time. Particularly increased with seat belt wearing. In addition, both implants developed capsular contracture immediately after surgery. Due to the severe pain, the pt was changed to smaller implant. Althogh the shooting pain became less painful. Capsular contracture recurred, five years ago, the pt very much wanted to have implants removed; however, the plastic surgeon discouraged it and replaced the implants with a double-lumen silicone gel implant. The pt still continued to have breast pain after surgery. The right side is firmer and in the last two years, she has developed raynaud's disease and arthralgia of the hand, hip, shoulder; hair loss and fatigue. She has, on physical examination, class ii contracture in both breasts with tenderness to palpitation around both implants. The xeromammogram shows that both implants appear to be intact. Due to continued pain and intolerance of the silicone implant, the pt decided to have both implants removed. A periprosthetic capsulectomy is medically necessarty.